Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty connecting the cable into the usb port which caused issues with intermittently charging the pump battery. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.